Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 409 mg/dl. The customer stated that he is not getting insulin delivered. The customer stated that we had to replace the pump for him 2 times. The customer was unable to troubleshoot during the time of call. The customer was advised to do a complete set change as soon as possible. The customer was advised to call when the alarm occurs to troubleshoot.